Event description:
It was reported that the system monitor malfunctioned during heartmate 3 training. The system monitor's screen was described as "looking like the matrix." Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor screen looking like the matrix could not be confirmed as the unit was not returned to thoratec for further analysis. A product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by 21mar2016. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 20mar2006. The system monitor shipped on 25may2006. The system monitor was manufactured on 13mar2006. Heartmate ii power module instructions for use revision d states if the screen does not function properly, contact the company's technical department for assistance. No further information was provided. The manufacturer is closing the file on this event.